Event description:
Additional information has confirmed that "1. Peri-prosthetic fluid - (B)(6) for malignancy, in this sample. Cytological block - (B)(6) for malignancy."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician provided alk results as (B)(6). Additionally provided "tnm was noted as ¿t1 n0 m0¿; clinical stage as a1, alcl restricted to the liquid without invasion of the capsule." "There was seroma mass, there was capsule thickening posteriorly; however, with (B)(6) histology."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and lymphoma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Health professional reported left side subcapsular fluid and "immunophenotypic analysis shows proliferation of very large cells, aberrant phenotype (cd3 negative, hla-dr, cd25, cd45ro, cd43 and cd30 positive). Correlate with clinical, morphology and cytogenetics for the diagnosis of anaplastic lymphoma associated with the mammary prosthesis." The device has bee explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Continued h6: f2203 - imaging required. F2201 - biopsy. F2303 - medication required. The events of lump/nodule and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Previous medwatch submission noted lymphoma-alcl. Upon review of received pathology reports, allergan medical safety has determined that lymphoma - alcl - suspected is appropriate as only one pathological marker cd30+ has been received. Upon review of additional information, the recall number previously reported in h.7./h.9. Should not have been submitted.

Event description:
Physician reported left side "patient was diagnosed with alcl". A biopsy confirmed only one pathological marker of cd30+. An MRI showed "subcapsular fluid" confirmed "negative for malignancy". MRI showed "radial folds". A CT scan showed "small hypodense oval image in the left hepatic lobe, measuring 12 mm, suggesting cyst". Physician further reported "signs of old bleeding" not device related. Patient representative reported "formation of lumps, pain, fluid accumulation ... Swelling in the breast", potential "rupture", and patient concern with recalled biocell product. Explant physician later confirmed "there was no rupture of implant." Additional treatment reported as a mastectomy and prescribed medication. A capsulectomy was performed with device explantation.

Event description:
Patient legal representative reported in (B)(6) 2010, patient was diagnosed with breast cancer with axillar metastasis, patient looked for medical assistance with mastologist who recommended a surgical procedure for breast tumor and axillar lymph nodes removal, a breast quadrant would be removed in the procedure, keeping skin and nipple, patient accepted it. Patient got worried about cancer relapse and talking to the physician, it was decided to do a radical mastectomy. In (B)(6) 2010, in an appointment with plastic surgeon it was suggested a breast reconstruction during mastectomy surgery using expander. In (B)(6) 2010, patient stayed in the hospital for radical mastectomy of left breast, with axillar emptying done by mastologist, and left breast reconstruction using an expander prosthesis done by plastic surgeon. Removed tumor and lymph nodes were sent for biopsy with breast, skin and nipple, it was diagnosed carcinoma. Patient went to an appointment with oncologist, who indicated 06 sessions of chemotherapy with 21 days of interval, followed by 28 radiotherapy sessions and the use of tamoxifeno for 05 years. In (B)(6) 2010, patient started the first chemotherapy session and had several collateral effects: intense and continuous symptoms of nausea, vomit, diarrhea and hair loss, followed by body pain, mainly in the removed breast region. In addition to all collateral effects, patient had an inflammatory reaction in left breast, with swelling and redness, an antibiotic treatment was done. Plastic surgeon verified the exams and decided for an explant surgery to remove expander, which was done in (B)(6) 2011. In (B)(6) 2011, patient started chemotherapy sessions, that were stopped due to the surgical procedure, and it lasted until (B)(6) 2011. After 05 chemotherapy sessions that were remaining, a medical treatment with tamoxifeno started. In (B)(6) 2011, patient started radiotherapy, with daily applications, except on saturdays and sundays, 28 sessions were done. In (B)(6) 2012, patient went back to work, changing job position and reducing working hours from 48 hours/week to 30 hours/week. In (B)(6) 2012, patient was submitted to a third surgical procedure for left breast reconstruction, it was used skin graft of dorsal muscle and an implant was placed. In (B)(6) 2012, patient was submitted to a forth procedure for breast symmetry. In this surgery, patient decided to remove right breast (that was healthy) for prevention purpose. In (B)(6) 2016, patient finished treatment with tamoxifeno. In (B)(6) 2018, after patient feeling nodule formation, pain, liquid accumulation and breast swelling, patient went to physician and it was recommended exams. In (B)(6) 2018, a computed tomography showed moderate quantity of liquid in left breast. Physician thought that the patient might also have a rupture. Patient was refereed to liquid puncture for analysis in (B)(6) 2018, that suggested breast implant- associated anaplastic large cell lymphoma (bia-alcl). Patient was recommended to do an explant surgery that occurred in (B)(6) 2018. A fat grafting was done on patient¿s breast to reduce esthetic damages. In (B)(6) 2019, patient was submitted to a new procedure for breast reconstruction.